Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker device exhibited premature battery depletion (pbd). High right ventricular output was also noted. Several months ago longevity remaining was two years. Additional information received indicated that the result of analysis showed that the device had an average atrial sensing of 145 bpm. The high rate atrial sensing caused the unexpected power consumption. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded capacitor causing the reported field observation. Explant date was updated.

Event description:
This report is being filed to submit the analysis results. It is also being filed to add the explant date which was advertently left off the initial report.